Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: allegedly the pt experienced a rash, but not in the area were the mesh was inserted. Pt was using steroids and when he stopped, the rash returned. There was no bleeding reported in excess of 250ml and the case was not extended by more than 30 minutes. There was no unanticipated tissue loss.